Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode was attempted to be implanted into this patient with high body mass index. It was noted to be a difficult subcutaneous implantable cardioverter defibrillator (s-ICD) implant. The coil of this electrode kinked upon insertion to the superior tunnel. The field representative noted it was possibly too forceful during implant however too difficult to decipher. The physician opted to implant a different electrode, which remains in service. No adverse patient effects were reported. This electrode is expected to be returned and will be analyzed at that time.